Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unspecified breast surgery with 275cc mentor smooth round moderate profile saline breast implant experienced postoperative left-sided implant deflation, confirmed by a physician. As a result, the patient underwent explantation and replacement with 350cc smooth mentor memorygel breast implant, catalog # 3503501bc, left serial # (B)(4) and right serial # (B)(4)on (B)(6) 2020. A discrepancy has been noted between the device manufacture date and the reported implantation year of 2005. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
Mentor failure analysis lab completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior expanding to the posterior view of the device consistent with a crease/fold. A tear measuring approximately 1.4 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 5686594 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).